Event description:
It was reported that the t:slim x2 pump battery would not charge properly. There was no adverse impact to the customer's blood glucose level. The caller tried various solutions, including leaving the pump plugged in for 30 minutes, which resulted in an unstable charging connection. The issue was resolved using a different charging cable and adaptor.